Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No pump shuts off, blank display, display anomaly or unexpected restart noted during testing. Unable to perform a21, occlusion and the excessive no delivery tests due to a constant motor error alarm during bolus delivery however, the insulin pump passed self test, displacement test and all operating currents were within the specification, no unexpected low battery or off no power alarm noted. The insulin pump had cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.